Manufacturer narrative:
It was reported that the syringe was noted to have "a lack of vacuum." According to the reporting facility, this has resulted in "fluid to sip back into the syringe." No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. One (1) case of product in new condition was returned for evaluation. Visual and functional testing was unable to reproduce or confirm the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the syringe was noted to have "a lack of vacuum."